Event description:
It was reported by service report that the unit won't lower all the way down and it has no trend limit. It is unk if there was pt involvement, however, no adverse consequences are reported.